Event description:
It was initially reported that the pt's device was believed to be "dead" due to a recent increase in seizures and a recent lack of perception of stimulation. The pt was referred for generator replacement. The explanted pulse generator was returned to the manufacturer for analysis, which has yet to be completed. A search in the manufacturer's programming history database to perform a battery life estimation resulted in approximately 9.23 years until eri=yes, but complete history was not available. Last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.